Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed that screw of the k-connector is deformed and the proper connection of the co2 hose is prevented and from this, the co2 gas leakage occurred, however, the root cause of the reportable malfunctions was unable to be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not maintained pressure. The issue was found during set up/inspection for use (during set up in room/before patient in room). There was no patient involvement.